Manufacturer narrative:
The product was received for evaluation. Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: may 11, 2023. Section h3: evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed that the complaint handpiece was received with the plunger rod advanced to the cartridge tip. The cartridge tip and cartridge were cracked. Additionally, the push rod hub could be observed to separated from the plunger tip. The plunger tip could also be observed to be damaged in a way consistent with a handpiece that had the plunger retracted forcefully. No intraocular lens (iol) was received as part of this return. The complaint issues were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications and a relationship between the device and the reported incident could not be determined. No product deficiency or product malfunction could be identified. Please note that the information reported in sections d2 (common device name), h6 (health effect -clinical code and medical device problem code) and section g1 (manufacturer contact e-mail) is information that remains unchanged from the initial emdr report. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) shot out of loader fast. It is noted "opened/damage during surgery". There was no patient contact, however it is noted that surgeon's observations was that it is contaminated. "Damaged lens" is also noted. No further information was provided.

Manufacturer narrative:
Implant date : if implanted, give date: not applicable, as there was no indication that the lens was implanted. Explant date : if explanted, give date: not applicable, as there was no indication that the lens was implanted, therefore not explanted. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.